Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer experienced a blood glucose level of 305 mg/dl, damage to pancreas (nature of damage was not known), and they "got physically ill". Customer administered a bolus via the pump, a manual injection, and performed a supply change to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline. Customer was discharged 4 days later with the issue resolved. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.